Event description:
It was reported that pump display had spiderweb cracks behind touchscreen that affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.